Manufacturer narrative:
Pending evaluation: concomitant medical products: poly 308-10-05, 117771015 - large prox body +0, 320-10-00, 11172435 - equinoxe reverse tray adapter plate tray +0, 306-15-01, 129783001 - hrp screw.

Event description:
As reported, a (B)(6) male original shoulder implant dislocated. The surgeon tried to do a closed reduction on the patient and was unsuccessful, therefore the patient received a revision of the right hrp with a smaller size so the joint could be reduced. Revised the glenosphere from a 38 +4 to just a 38 and revised the proximal body from a large to an extra small. Patient was last known to be in stable condition following the event. Devices are available for return., . Revised the glenosphere from a 38 +4 to just a 38 and revised the proximal body from a large to an extra small. Patient was last known to be in stable condition following the event. Devices are available for return.

Manufacturer narrative:
Section h10: (h3) based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the dislocation and subsequent revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition and the result of loosened supporting ligaments and muscles, which allowed for dislocation occurring due to the significant ligament re-construction.